Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The analysis of the provided trend data, acquired between 15-oct-2020 and 11-jun-2021 recorded the gradual increasing pacing impedance from 600ohms to 1900ohms, followed by a sudden increase to greater than 3000ohms in the middle of march 2021. Furthermore, the analysis showed that the threshold increased from approximately 0.5v to 2.7v and intermittent threshold measurements were detected. Additionally, the analysis of the provided iegm episodes revealed artifacts on the atrial, lv and rv channel, which led to the reported oversensing. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
It was reported that the lead was extracted due to high impedance, high threshold and oversensing approx. 30 months after the implantation. Additionally, the day after the implantation, the lead had to be repositioned due to dislodgement.